Event description:
It was stated that " the first implant we used we had to wastes due to it not expanding."

Manufacturer narrative:
Based on the returned device condition and the additional information receive, it is possible unintended actuation in the collapsed direction occured during use, which may have resulted in over-collapsing the implant. This condition could have led to misalignment (mistiming) of the cephalad and caudel endplates relative to the internal components which will then seize the implant and prevent further expansion.